Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 320 mg/dl while wearing the pod between 4 and 24 hours. The parent reported cannula being dislodged and bent while wearing it on the abdomen. For treatment, the parent changed out the pod and gave a correction bolus of 2 units.